Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to the vyaire medical that the vent is failing the leak test and is getting a leak of 4.1. The reporter performed a leak test with the vent open and does not feel any leaks anywhere and double checked the tubing.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. The reported problem was duplicated, found solenoid tubing 2.06¿ and 3.70¿ tubing were incorrectly routed and kinked. Also found solenoid mount tubing was also routed incorrectly. Solenoid manifold solenoid was not properly seated to mainboard. 4.70¿ tubing was pinched by battery tray. 1.00¿ tubing has a small hole. Lastly found flow valve band drive to be broken. All these findings contributed to the reported failure.